Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the broken drill bit is undetermined. The clinical data was reviewed by a sign orthopedic surgeon. The broken drill bit was left in place. There was no reported injury to the pt due to this event. The implant surgery was completed with no further issue. The broken drill bit presents no risk of death or injury to the pt. The fracture is healed. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, during a sign im nail implant surgery to repair a fractured left femur; the drill bit broken.